Event description:
A (B)(4), male, in the ICU with diagnosis of pneumonia, on bi-pap for approx 7 days, developed deterioration in respiratory status. The bi-pap device alarmed, and staff attempted to trouble-shoot the alarm. As staff was preparing for an elective intubation of the pt, the device alarmed "temp inoperable" and shut down completely. The bi-pap device was changed out, and the pt was successfully intubated electively. The phillips customer service rep came in and inspected the affected unit. A final report was obtained (B)(6) 2013 and stated the following: "claims motor failed to deliver breath. Energized unit, blower did not operate. Duplicated complaint. Replaced blower. Blower operated and delivered breaths. Installed 2.10 software. Performed performance verification and unit passed successfully. Next annual pm due at (B)(4) 2013."